Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon in the suction device was difficult to inflate. The duration of use is unknown.

Event description:
It was reported that the balloon in the suction device was difficult to inflate. The duration of use is unknown.

Manufacturer narrative:
The reported event was confirmed. An evacuator was returned without its original packaging. The balloon was found to be burst. The balloon thickness measurements from the center of the evacuator balloon ranged from 0.0415" to 0.0440" failing specifications. A potential root cause could be due to an "operator error" during the latex dipping process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿pump bulb until balloon fills container." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.